Event description:
A call to technical services on (B)(6) 2012 states that patient had a riata lead that was capped. There was noise on the lead and patient received an inappropriate shock. The physician was dr. (B)(6) at (B)(6) in (B)(6). They did nips and fluoroed. Thought there was externalization. Did nips and everything fine. When patient was on their way home from the nips got inappropriate shock (not driving). Impedance had been fine, but there had to have been some reason md did fluoro. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).